Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was (B)(6), and the implant date was (B)(6) 2025. The patient¿s age at the time of the event was unknown. Only the connector was in possession, and the device had not yet been returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep, for) on 2026-apr-16 reporting the incident in which the connector broke while already connected to the catheter occurred during the initial implantation.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial/lot # (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jul-2027, UDI#: (B)(4), (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 15 mg/ml at a dose rate of 2.0 mg/day via an implantable pump. It was reported that during pump surgery on (B)(6) 2025, an model 8781 catheter was used. This catheter design includes a separate connector that joins the pump segment catheter and the spinal catheter. Both catheters were properly prepared and connected to the connector. Correct connection was confirmed by an audible click on both sides upon closure of the connector. The physician gently applied traction to both catheters to verify secure attachment, and neither catheter moved or detached. Cerebrospinal fluid flow was verified at the pump-side end, and the system was then connected to the pump without issue. The catheter connection was performed on the patient¿s back at the needle insertion site. When the physician was preparing to suture the back incision to complete the procedure, it was noted that the spinal catheter side had become loose. Further inspection revealed that part of the connector on the pump segment side was missing and could not be located. Upon closer examination, the connector remained attached to the catheter; however, a cap component of the connector was missing. It was concluded that this portion of the connector had broken off and remained inside the patient. Attempts were made to locate the fragments, but they were unsuccessful. The physician applied traction to the catheter multiple times, and it di d not detach from the connector until later. Regarding outcome, it was noted that the connector was determined to be defective and failed inside the patient, which is not acceptable. A new 8781 catheterkit was opened to obtain a replacement connector, allowing the surgery to be completed successfully. The patient was not aware of the incident. The patient was under anesthesia during the event and no harm came to the patient; however, the broken part of the connector could not be located.  This event represents a device connector failure that required replacement during surgery and warranted quality review and investigation.    All steps were performed in accordance with the instructions for use, and the physician handled the device with care at all times.  The issue was resolved as of (B)(6) 2025.   The patient was without injury regarding their status as of (B)(6) 2025.  The catheter was to be returned to the manufacturer.